Event description:
It was reported that balloon rupture occurred. The patient was presented with shunt failure and underwent vascular access intervention therapy (vaivt). The 100% stenosed target lesion was located in moderately tortuous and mildly calcified graft. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres (atm) for 10 seconds. However, the tip of the balloon ruptured during inflation at 6 atm. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.